Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to the customer administering multiple boluses. The customer consumed carbohydrates to address their bg and treated with intravenous fluids in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.